Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an nc emerge balloon catheter. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall over the distal markerband was revealed. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no irregularities in the markerband that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified mid right coronary artery. A 3.25mmx15mm nc emerge balloon catheter was selected to dilate the lesion. However, on the first inflation, the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified mid right coronary artery. A 3.25mmx15mm nc emerge balloon catheter was selected to dilate the lesion. However, on the first inflation, the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported and patient's status was good.